Event description:
It was reported that the customer had ordered 10 each per case of dignicare stool management system collection bags, but they only received the bag and not the other components. Customer stated that based on the manufacturer part number sms2b1l, it appeared the item should come with the following: a catheter tube assembly, a 60cc syringe, a collection bag, a syringe of lubricating jelly, a biological odor eliminator and a tube clamp. The device has no components made of natural rubber latex.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer had ordered 10 each per case of dignicare stool management system collection bags, but they only received the bag and not the other components. Customer stated that based on the manufacturer part number sms2b1l, it appeared the item should come with the following: a catheter tube assembly, a 60cc syringe, a collection bag, a syringe of lubricating jelly, a biological odor eliminator and a tube clamp. The device has no components made of natural rubber latex.

Manufacturer narrative:
The reported event was unconfirmed because that there were no other components sent instead of dignishield collection bags in this product. No root cause could be found because the reported event was unconfirmed. The device did not fail to meet relevant specifications. Based on patient code 2645 the product does not appear to have been used. The product had not caused the reported failure. The device was not returned for evaluation. A DHR review was not required because the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. As the reported event is unconfirmed a labeling review is not required. Correction: g h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.